Event description:
Complainant alleged that during the transport of a pt, the medic attempted to monitor the pt, but the device would not power up and the medics smelled a burning odor. The complainant indicated that there were no adverse effects on the pt as a result of the reported malfunction.